Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, (B)(4) conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) (B)(4) examined the device history record and the repair history for the subject z95l device [(B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) (B)(4) connected the handpiece to the motor and tried to rotate the motor. However, the handpiece was locked, and the motor did not rotate at all. Therefore, (B)(4) was not able to conduct temperature testing of the device. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) (B)(4) disassembled the handpiece and performed a visual inspection of the internal parts. (B)(4) observed the following: - the bearing retainer in the ball bearing on the rear side of the cartridge was broken. - the internal parts were soiled, discolored, and abraded. B) (B)(4) took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) (B)(4) could not replicate the temperature increase from the event, but based on the findings in the visual inspection, (B)(4) identified that the cause of the handpiece overheating was abnormal resistance during rotation due to the broken bearing retainer. B) (B)(4) considers the possibility from many years of experience that the cause of the broken bearing retainers was the ingress of undesirable materials into the bearing, leading to abrasion. C) a lack of maintenance caused the accumulation of debris on the internal parts, which contributed to the handpiece overheating. D) in order to prevent a recurrence of the handpiece overheating, (B)(4) took the following actions: d.1) (B)(4) reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. D.2) (B)(4) reported the above evaluation results to the distributor and directed the distributor to remind the user of the importance of maintenance, as instructed in the operation manual.

Manufacturer narrative:
The dentist refused to provide information about the patient's weight.

Event description:
On july 24, 2024, nakanishi became aware of a handpiece overheating through a complaint input into the complaint database by a distributor (nsk america). Details are as follows: - the event occurred on july 9, 2024. - the dentist was polishing fillings on a patient using the z95l handpiece (serial no. (B)(6)). - during the procedure, the patient stopped the procedure and informed the dentist that the handpiece felt hot. - the dentist felt the tip of the handpiece and found it was extremely hot to the touch. - the dentist removed the suctioning device from the patient's mouth and observed heat trauma to the patient's buccal mucosa. - the patient has had a follow up visit with the dentist since the event occurred and has healed normally without need for further medical treatment due to the injury.